Event description:
Emergency medical service (ems) team attempted to do a critical care transport where a patient had to be placed on bilateral positive airway pressure (bipap). Patient tolerated the bipap well at the hospital, and on the ems hamilton vent in the hospital, and in the back of the ambulance initially. The ventilator was working perfectly despite the patient breathing rapidly at roughly 25-30 times a minute. Patient was loaded into the ambulance and transferred to truck oxygen (o2). Shortly after transferring to truck oxygen, the vent started to alarm that "oxygen supply failed." Ems double checked both tanks were open and the tank switch was activated; confirmed they were. Patient's peripheral capillary oxygen saturation (sp02) began to rapidly decline. Ems switched the vent o2 line to the second tank and activated the switch; the vent continued to indicate that the "oxygen supply failed." Ems activated both emergency by-pass oxygen valves. The vent continued to indicate that the "oxygen supply failed," as well as switching between "low oxygen," and "high oxygen," alerts multiple times and the patient's sp02 was rapidly declining. Ems performed set up on original port and attached a bag valve mask (bvm) at 15 lpm to it. The bvm reservoir bag was fully inflated and the ball indicator showed that the oxygen was flowing perfectly. Patient was bvmed successfully and sp02 decline halted, and then showed slight improvement. Patient diverted to closest facility as the patient was declining. The patient was initially suppose to go to a different facility, however ems figured they would not have enough oxygen in the spare portable tank to get to other facility while bagging the patient. Throughout transport ems could not get the saturations above 86%. Before the oxygen source was switched, the patient's saturations were above 90% on bipap. After the call, ems ran tests on the ventilator with the truck and the ventilator o2; pre-op check passed on both ports. The truck and the ventilator were taken out of service and brought to the garage. At the garage, ems team and supervisor attempted to use a vent circuit and vent balloon to recreate the issue using the same lines of trouble shooting as listed above (both ports, tank switch on and off, emergency oxygen valves opened and closed). No scenario was able to recreate the issue. The ventilator and truck were taken out of service.